Event description:
Customer's mother reported that on (B)(6) 2014 customer's adc blood glucose meter would not turn on with test strip insertion. Caller further reported that on (B)(6) 2014 customer experienced "dizziness". The next day customer self-presented to a local healthcare facility where his glucose level was checked (unspecified result), he was diagnosed with hyperglycemia and treated 4 units of novolog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1463705) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.